Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample when tested gave an accutni result of 1.03 ng/ml and a reflex result of 0.41 ng/ml and a repeat result of 0.02 ng/ml. The sample was then re-spun and re-aliquoted upon which it gave a result of 0.03 ng/ml and a repeat result of 0.03 ng/ml. The erroneous result was reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample was collected in a greiner serum tube and centrifuged for 10 minutes at 3000g. Qc was within the established ranges on the day of the event. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.